Event description:
An authorized third party service provider (asp) contacted ventec to report that the ventilator measured higher peep (positive end expiratory pressure) than set. High peep delivery could result in a high peep alarm being displayed. In addition, the asp observed that the device was providing low fio2 (fraction of inspired oxygen) readings. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was evaluated by an authorized service provider (asp) where the reported issue of it measuring higher peep (positive end expiratory pressure) than set and providing low fio2 (fraction of inspired oxygen) readings was confirmed. The asp replaced the internal flow transducer to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the ift.